Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser would not "fire up" during a procedure. Additional information received indicated the laser indirect ophthalmoscope was not plugged in well. The case was completed using the same system. There was no patient harm.